Manufacturer narrative:
(B)(4). Although requested the device has not been received. A f/u report will be submitted with failure investigation results should the device be returned for eval.

Event description:
Customer reported an integrilin infusion (concentration 0.75mg/ml) was set to infuse at 11.7ml/hr at 11:20pm and by 2:00am the bottle was found empty with air in tubing. The intended rate of infusion for the remaining 3 hours was 14ml/hour. The infusion should have run until 3:30am. No pt harm or medical intervention reported. The customer did not provide any additional pt or event details.